Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was tested with a water filled reservoir installed in the reservoir compartment. The device was programmed with several boluses. The unit delivered all programmed boluses properly with water exiting the infusion set. No bolus anomaly or delivery anomaly noted. The device had a scratched case and a pillowing keypad overlay.

Manufacturer narrative:
The pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump was not delivering insulin. The patient's blood glucose was 30.5 mmol/l at the time of incident, which was treated with an insulin pen. The device did not alarm. The set was changed multiple times but the blood glucose would not decrease. The customer was also hospitalized for a high blood glucose of 24.4 mmol/l. The customer would bolus but their blood glucose kept increasing. There were no significant alarms in the alarm history. There were no air bubbles noted. Further troubleshooting was declined. The customer was advised to discontinue use of the insulin pump and revert to a medically prescribed back-up plan. The insulin pump will be returned and replaced.